Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02305. The patient has 2 systems for peripheral stimulation (off-label). It was reported the patient's subcutaneous leads in the patient's neck are no longer providing stimulation in the correct location. Reprogramming was unable to resolve the issue. Follow-up indicated x-rays did not show any lead migration and the patient was reprogrammed again without success. The physician is trying to determine the next course of action.